Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During pfa procedure for atrial fibrillation, an air leak was detected. The sheath and dilator were flushed, and the sheath was inserted into the femoral vein over the guidewire. After the removal of the guidewire and dilator, air aspiration was performed from the sideport when it was noted that air continued to be aspirated. The syringe was removed and air aspiration was performed again using a syringe with heparinized saline; however, air was still being aspirated. The introducer was replaced and the procedure was completed with no adverse patient consequences. The reported device was discarded.